Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever, abdominal pain and cloudy fluid. The cause of peritonitis was unknown. A day prior to the peritonitis diagnosis, the patient was hospitalized due to fever, abdominal pain and cloudy fluid. The same day as the peritonitis diagnosis, the patient was treated with targocid injection (400mg, intravenous, ongoing), meropenem injection (50mg, intravenous, ongoing) and gentamycin injection (40m, intraperitoneal) for peritonitis. Four days after the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, every 5th day, ongoing) for peritonitis. Two days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from fever and abdominal pain however, the patient was recovering from cloudy fluid and peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.